Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the loading process. Customer reloaded the pump and insulin delivery was resumed. Customer's blood glucose was 181 mg/dl.